Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 50 mg/dl. The customer drank juice to stabilize bg level. Reportedly, the customer had taken a shot of lantus the night before while basal insulin was active. Multiple follow up attempts were made to the customer. However, no additional information was provided.